Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have damaged conductor wire insulation at the distal end. The wires are exposed. Some of the exposed wires are not continuous. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument failed the electrical continuity and energy delivery tests. There was no thermal damage and no missing material. The complaint was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted pulmonary segmentectomy surgical procedure, the long bipolar grasper instrument had a broken cable. The procedure was completed with no reported injury.